Event description:
Patient previously fused at c5-c6 and c6-c7 with competitor's product, developed adjacent level disease at c7-t1. Surgeon was implanting zero-p implant at c7-t1 and the plate detached from the peek implant. The surgeon was unable to determine if the screws caused the issue. The peek implant, screws and chronos were removed and a new peek implant was placed with no further incident. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. The implant was received in the disassembled condition. There were small gouges in the spacer near the cranial screw hole and on both sides near the interconnection features with the plate. All other features of the spacer were in good condition with no other damage noted, including the interconnection features. All features of the interbody plate were in good condition with no damage noted; the blocking mechanism was in good working condition and could successfully block a screw. There was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer could have been caused during the removal. When properly aligned, the interbody plate and spacer could successfully be disassembled/reassembled or retained. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This "decoupled" design scheme is meant to minimize the stress and promote load sharing between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one vertical direction. Implants with smaller heights (i.e. 5 and 6mm) can be more susceptible to disassembly because the complimentary mating features are slightly smaller in the vertical direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer.

Manufacturer narrative:
Device used as treatment. Implant was received assembled. At one screw hole is at the peek part of the implant a strong deformation visible. A function test was performed and it was possible to assemble and disassemble the peek part from the titanium part as required. Also the screws could be inserted, were locked and movable after locking as required in the implant. The exact cause of the complained malfunction cannot be defined.